Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery repeatedly. The customer's blood glucose was unknown at the time of incident. The customer tried a new infusion set and site but it still alarmed no delivery. The customer was unable to troubleshoot but was able to remove the infusion set. The customer stated that the set was damaged after removal and could not be tested. The customer was advised to complete the set change as soon as possible. The customer was advised to revert to a back-up plan. The pump was not returned for analysis.